Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 10007048) became impeded at the distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31674215) and could not pass through the microcatheter (mc). The doctor tried to retract the stent, the stent could not be retracted. The doctor removed the stent and microcatheter from the patient and switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was ansereed as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was reported that the doctor tried to retract the stent, the stent could not be retracted. The doctor removed the stent and microcatheter from the patient. The stent remained inside the microcatheter. The replacement stent was another enterprise1 of same product code.